Manufacturer narrative:
Approximate age of device - 67 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2018. It was reported that the patient expired due to coagulopathy. The coagulopathy occurred after the lvad device implant and despite all efforts at reversing, the vad team was unsuccessful to stop bleeding. The device operated as expected and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.